Event description:
Healthcare professional reported that a patient was implanted with strattice device in abdominal area developed complications from a whipple procedure which led to a contaminated bowel. It was reported that 6 days later the strattice mesh turned into a green slime. The strattice device was replaced after an abdominal wash. No product lot information was provided.

Manufacturer narrative:
This complaint is being reported due to failure of adm to integrate requiring excision of non-incorporated portions of the mesh which is a serious injury and relationship to the strattice cannot entirely be ruled out. The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. After multiple follow up attempts, the physician did not provide lot information. The reported event is being reported out of an abundance of caution.